Event description:
The customer reported, the system froze during a procedure. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 9600 system was being replaced by a 9900 model, therefore, the customer chose not to repair the device.